Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The fse repaired the lid and verified the equipment according to original equipment manufacturer's instructions. The investigation is ongoing and a supplemental report will be filed if additional information becomes available.

Event description:
The customer contacted olympus to report the lid on the oer-pro endoscope reprocessor was cracked. No patient involvement or injury was reported.